Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had motor error. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had unexplained no delivery alarm, failed battery test and rejected new batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarm or unexpected no delivery alarm noted during testing. The motor was tested outside the device and passed. (B)(4).